Manufacturer narrative:
This lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged several days post-implant resulting in effective capture from only the distal ring of the lead. A revision procedure was subsequently performed wherein the lead was explanted and replaced with competitor product. No adverse patient effects were reported.